Event description:
It was reported by service report that the side rail and the locking pin were broken and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Locking pin.